Event description:
The customer reported that loudspeaker is not working. The device was not in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter information: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Data correction to device identifier: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Date correction to single use device: a philips remote service engineer (rse) spoke to the customer, and confirmed the issue was due to a faulty speaker assembly. The customer was provided with a quote for replacement to resolve the issue. The customer was provided a quote for a speaker assembly, but the customer did not accept the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.¿